Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-08882, 1627487-2019-08883, 1627487-2019-08885, and 1627487-2019-08886. It was reported that the patient was not getting adequate therapy. Patient refused reprogramming. As a result the system was explanted on (B)(6) 2019.